Event description:
It was reported that a proultra endo tip separated during its initial use. There is no indication that patient injury resulted.

Manufacturer narrative:
In this incident, a proultra tip #5 separated. Though there is no indication that patient injury resulted, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert, opinion. Provided by the dr.) The device is available for evaluation, though has not been returned as of the is report. Evaluation results will be submitted as they become available.